Event description:
Boston scientific corporation was informed that while using a hydrothermablator procedure set during a hydrothermablation (hta) procedure, a fluid leak occurred. It is unknown if a stabilizer and/or a speculum were in use during the procedure. With 30 seconds left in procedure, there was a fluid loss alarm (rate of loss is unknown), a pooling of fluid was observed under the cervix in the vagina. The case was not continued. Upon examination of the cervix a superficial burn, very small and localized, was observed on the posterior part of the patient's cervix. No treatment was needed, the patient condition is reported to be "fine".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. Information was completed by the manufacturer based on information obtained from the user facility. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.